Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01w69, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had not been seen in over 2 years and indicated that the implantable neurostimulator (ins) therapy never worked well for them (had an overall dissatisfaction with the therapy) and wanted the device out. Impedance testing performed at showed values >4000 ohms on all electrodes. Upon explant, it was found that the ins had flipped over multiple times which causing the lead to get twisted and kinked which likely caused the high impedances and lack to therapeutic effect. The devices were removed and discarded. No symptoms or complications were reported that were associated with event and the patient status at the time of the report was noted as ¿alive no injury¿. If additional information is received, a follow up report will be sent.